Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure performed on (B) (6) 2009. According to the complainant, at the beginning of the procedure, there was no error message generated when the grounding pads were not connected to the pt. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B) (4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).